Event description:
It was reported that a user experienced difficulty with a 23-inch, 6 mm infusion set when the inserter would not lock, and under agent guidance the user placed the inserter on the body and manually pressed the inset into place, after which insulin delivery resumed; the user had earlier elevated blood glucose attributed to announcing a larger-than-usual meal that was not fully covered, and additional training was scheduled. Symptoms included hyperglycemia with a reported peak of 310 mg/dl and no reported acute complications. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and stabilization of glucose thereafter. Investigation included troubleshooting and education by support and assignment for additional training. Investigation of this case revealed improper meal announcement leading to under-delivery for the meal and an inserter mechanism that did not lock, which was mitigated by guided manual insertion and successful continuation of therapy. It was concluded, based on previously established findings for similar reports, that user technique and meal announcement error were the most probable causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.